Event description:
A (B)(6) with a medical history of diaphragmatic hernia, and pulmonary hypertension was on a bunnel life pulse ventilator and started on inomax (inhaled nitric oxide) approx 2 days after birth. On(B)(6) 2011, inomax ds device (B)(4) shut down w/o warning after being in service on this infant for approx 170 to 190 hrs. The screen showed "system is shutting down" and 20-30 seconds later the screen went black and the device stopped working. No pt care took place prior to the system shutdown appearing. The infant's oxygen saturation dropped to about 69% for about 30 seconds to one min and then quickly recovered. When the respiratory therapist arrived, the device display was showing system shutdown, and then proceeded to power the device off and then on and the device resumed normal operation. The respiratory therapist stated that there was no harm to the pt, and that the pt was labile and the oxygen saturation frequently rises and falls. Within 5 mins, the respiratory therapist had successfully re-booted the system and the device resumed normal operation. The respiratory therapist deemed the oxygen saturation drop to be unlikely related to the device, but possibly related to the interruption of inomax.

Manufacturer narrative:
A respiratory therapist reported that on (B)(6) 2011, inomax ds (B)(4) showed "system shutdown" while on a pt. Eval summary: the device investigation is complete and results follow: the root cause is a system error caused by a segmentation fault. This is related to firmware resident on a cpld. This root cause was determined by examination of the service log. The device functioned as designed to interrupt nitric oxide delivery and alarm when such an error is detected. The main circuit board will be replaced.